Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level was 412 mg/dl. Customer current blood glucose level was 366 mg/dl. The customer reported that pump presented no delivery alert. Customer was oriented to run an additional fill 5u and insulin exit. Customer stated that insulin pump passed in the tests. The device will not be returned for analysis.